Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. Their blood glucose level during the incident was 80 mg/dl and the customer treated with glucose/carb intake. Details regarding symptoms of their low blood glucose levels were not provided. The device will be returned for analysis.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been updated to (B)(6) 2019.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error noted during testing or listed in device history.